Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had seen his physician in regards to some swelling at the insertion site. Physician proceeded to remove a metal fragment from patient's skin that became visible under x-rays. Physician prescribed antibiotics for the swelling on patient's insertion site. At the time of his call to dexcom technical support, patient reported that despite some lingering tenderness on his insertion site, that patient was feeling better.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.